Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, mildly calcified right superficial femoral artery. The 5.5x150mm supera self-expanding stent delivery system was advanced using a 6f sheath. The stent was deployed but the proximal end would not release. Force was applied by the physician and the tip separated and the stent released in an unintended site. A snare device was used to successfully retrieve the stent and tip by pulling them into the sheath. The lesion was pre-dilated again and a non-abbott stent was used successfully. There was a reported 1-hour delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.